Event description:
It was reported the patient presented six weeks post implant of the implantable cardioverter defibrillator (ICD) system with a three day history of fever/chills with rigors. Blood cultures were performed and growth of (B)(6) was identified. The patient was diagnosed with bacteremia and severe sepsis. The patient was started on intravenous antibiotics. A transesophageal echocardiogram was performed and there were no findings for endocarditis or vegetation. The patient continued on antibiotics and after physician consultation it was determined the device was not infected. The patient was a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.